Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue and did not find any issues with the unit. The fsr tested the unit and verified the alarms. The unit meets manufacturer specifications.

Event description:
The customer reported that the ventilator had a continuous circuit fault that would not reset. The circuit and all exhalation valve components were changed with no success. It is unknown if there was any patient harm/injury associated with the reported issue.

Manufacturer narrative:
(B)(4). As the reported issued was discovered by the device failing the user verification test (uvt), this reported failure would be unlikely to recur on a patient and unlikely to result in patient harm or injury.

Event description:
The customer later reported that there was no patient involvement associated with this reported issue. The reported issue caused the unit to fail the user verification test.